Manufacturer narrative:
Likely contributing cause of the hypoglycemia is pt. Requiring less prescribed insulin than one vgo 30 due to his liver dysfunction and weight loss. Likely contributing cause of the elevated -bg is unknown but also may due to his liver not functioning may be erratically releasing glucose from glycogen. The pt. Recovered without sequelae and reported his last bg was 100mg/dl. The vgo device was not returned for investigation.

Event description:
Wife of type 2 diabetic pt. Using vgo 30 since (B)(6) 2017 reported to valeritas customer care that her husband had hypoglycemia 40 or 30 mg/dl. Pt. Went into seizures and passed out and was taken to the hospital by ambulance and treated in the emergency room and returned to hospice same day. Hyperglycemia to 268 and 252 mg/dl. Pt was using vgo 30 bg 30 or 40-200s mg/dl, a1c unknown by pt., taking 2 clicks with meals with 1 click =2 units. The vgo was discontinued and injections of insulin 70/30 were started at 16 units and 18 units each day; bg 100-300mg/dl. Pt. Lost 60 lbs. And is in hospice due to his liver not functioning. Likely contributing cause of the hypoglycemia is pt. Requiring less prescribed insulin than one vgo 30 due to his liver dysfunction and weight loss. Likely contributing cause of the elevated bg is unknown but also may due to his liver not functioning may be erratically releasing glucose from glycogen. The pt. Recovered without sequelae and reported his last bg was 100mg/dl. The vgo device was not returned for investigation.